Manufacturer narrative:
Concomitant medical products: 4024-58lead, implanted on (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. It was also noted that the right atrial (ra) lead exhibited possible oversensing on some stored electrograms (egm's). Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.